Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one endo stitch* 10mm suturing devices, opened by the account with the appropriate display box and blister packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The jaw gap was measured and did not meet specification. Witness marks on the bevel wall were observed. No sheering on the toggle switches was observed. The instrument was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. However, engineering noted that the endo stitch investigation regarding the reported condition produced a direct correlation between improper needle orientation and the condition. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopic nissen procedure, involving the esophagus/stomach, the device was incredibly hard to load and the suture popped off the jaw while suturing. A device fragment fell into the patient cavity and was retrieved with graspers and no device fragment was left in the patient cavity. There was no patient injury or hazard and the most recent status reported of the patient is good. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of more than 500cc's. There was no delay in surgical time of more than 30 minutes. Further patient details are not available.